Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen via an implantable pump. The indication for use was intractable spasticity. It was reported that on (B)(6) 2017, the patient developed return of their spasticity with symptoms of nausea and vomiting, concern for baclofen withdrawal, and a pump malfunction, and underwent abdominal imaging that showed a fluid collection around the abdominal pump. On (B)(6) 2017, the patient underwent surgery for pump removal and drainage of the abdominal pocket from which it was removed. It was noted the pump failed to deliver the prescribed medication as programmed, resulting in leakage and failure to deliver medication. The patient experienced pain and suffering, mental anxiety, and anguish.